Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, the cartridge was "loose". Customer's blood glucose level was 196 mg/dl. Customer changed cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.